Event description:
The customer reported via phone call that she nearly passed out due to low blood glucose and needed treatment by emergency medical services. The customer stated that she was playing tennis in the sun, and when she went to test her blood glucose, she was unable to see her glucose meter. Her friends called emergency medical services to treat her on the scene. She stated that the low blood glucose was explained and the emergency medical services treated her there with an intravenous bag. The customer did not know the blood glucose reading. She advised that her low blood glucose was a result of her playing tennis and being very active.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.